Manufacturer narrative:
The report does not contain information to suggest a device malfunction occurred and is not considered device related. Facility staff have been notified. There have been no subsequent similar problems reported. Nxstage medical considers this report closed.

Event description:
During a routine hemodialysis treatment the pt's venous needle was dislodged. The operator ended the treatment; an unk amount of blood was lost. Pt's hb decreased from 11.5 on (B)(6) 2012 to 10.7 on (B)(6) 2012. Epogen therapy was initiated at 7000 units/week. No other medical intervention provided.